Event description:
Last july I developed a rash on the back of my neck and all over my head. I've been diagnosed as having scabies, eczema, allergic reaction to something with no help as after each treatment, the rash comes back with a vengeance. Now it has spread to my entire body, arms, legs, back, chest, and neck. I've seen my general physician, my dermatologist and an allergy specialist, however no one seems to be able to provide relief or a definitive answer as to what is causing these hives and itch. FDA safety report ID# (B)(4).